Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/11/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During evaluation of the sample it was noticed delamination valve with leak. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 425cc mentor smooth round moderate profile saline breast implant catalog: 3501670, lot: 5550309, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast augmentation surgery with two 425cc mentor smooth round moderate profile saline breast implants experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician. As a result, patient underwent removal and replacement with a 475cc mentor smooth round moderate plus profile memorygel breast implant on (B)(6) 2019.